Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false depressed magnesium result on the architect c4000 analyzer. Sample ID: (B)(6) generated an initial result of 1.0 mg/dl, retest of 1.0 mg/dl on original analyzer and 2.3 mg/dl on an alternate analyzer. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer manually cleaned thh cuvettes and replaced both the c4/c8 rgt pr (rohs) and mixer. Both parts were determined to be likely causes. The service history for the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of historical data for the c4/c8 rgt or (rohs) and mixer did not identify any adverse trends or systemic issues. A review of architect clinical chemistry systems tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect csystems erratic result rates were also within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.